Event description:
The manufacturer received information alleging a ventilator inoperative condition occurred. The device was not in pt use. The ventilator was returned to the manufacturer for evaluation and the customer's complaint was confirmed. The device's system board was replaced to address the ventilator inoperative condition. There was no pt harm or injury reported. The ventilator was found to audibly and visually alarm, as designed, for a ventilator inoperative condition.